Event description:
It was reported that after reprocessing, the fenestrated bipolar forceps instrument was inspected and found to have frayed ends on the cable. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into a patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable was frayed at the instrument distal idler. No other damage was found on the instrument pulley and the clevis. Failure analysis investigation also found indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Additionally, the distal end of the instrument's main tube exhibited various scratch marks with light material removed and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. It was concluded that the damage to the distal pulley and the main tube may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable and main tube damage found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.